Event description:
A customer reported to baxter corporate product surveillance a clearlink duo-vent continu-flo solution set in which a leak occurred at the connection of the tubing to the clearlink. It is unknown when the alleged defect occurred. There was a patient involved. There were no reports of patient injury, adverse events, or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. A batch review was performed on the reported lot with no deviations found. If additional information or samples become available, a follow up report will be submitted.